Event description:
It was reported the patient¿s symptoms and retention were the same as prior to implant. The patient had a suprapubic catheter inserted. The patient was too hot and cold and experienced chest pain. The patient also experienced shortness of breath, difficulty breathing with exercise, and copd. The patient also had a bleeding problem and small incontinence. The patient had some erythema around the suprapubic sinus tract. The patient¿s urine culture also showed that they had a urinary tract infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0llhj, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).